Event description:
It was reported that during a lap nephrectomy, the generator alarmed and displayed error code 5. Tested with test tip and displayed the instrument was wrong. The procedure was converted to open and completed with a surgical device. The pt is ok.